Manufacturer narrative:
The malfunction was confirmed. This issue is being analyzed under corrective, and preventive action.

Event description:
On september 14th 2020 senseonics was made aware of an incident where the smart transmitter appears to be melted when placed for charging.